Event description:
Ventilator was run on pt in pediatric mode when peep dropped from 10 "cmh2o" to 0. Pt was rmeoved from ventilator. There was no pt incident. Settings where as follows: pressure control, o2 60%, peak pressure 35 "cmh2o," peep 10 "cmh2o," thereate 80 beats per minute, pressure control level above "peep"30 "cmh2o", I time 40%, inspiratory rise time 5%, alarm limit: min vol upper 17, lower 2 "cmh2o", upper pressure limit 52 "cmh2o".